Manufacturer narrative:
The lot was manufactured september 30, 2015 - october 1, 2015. The device was received for evaluation. Visual inspection identified a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device contained no drug, only diluent. There was no patient involvement. No additional information is available.